Event description:
Pt status post resection of a neuroblastoma with a lumbar drain placed. Two days post placement of drain the pt presented with positive csf, which was identified as cryptococcus uniguttilatus. No treatment was required. The facility did not provide device number or lot number. A review of the customer's purchase records was conducted and revealed the customer purchased lumbar catheter kits.